Manufacturer narrative:
Method; device not returned; followed up with company rep.

Event description:
It was reported that a pt underwent a kyphoplasty procedure at levels t12 and l3. During treatment of the second level, the pt was given additional dose of fentanyl. In the post anesthesia care unit, the pt experienced a cardiac arrest. The physician who performed the kyphoplasty procedure reported that the procedure was successful. He stated that the pt developed respiratory arrest, which subsequently evolved into cardiac arrest; and believed that the respiratory arrest was due to over-medication of an elderly pt. No additional info was reported.